Event description:
The customer called to report a blank display and water underneath the liquid crystal display. The customer stated that he has exposed the insulin pump to moisture several times. The reported blood glucose reading was 55 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assembly.